Event description:
Boston scientific crm received information that the patient had a myocardial infarction and developed exit block. The rv lead exhibited loss of capture even at 10v. After the lead was successfully repositioned to the septum, all lead measurements were within normal limits. The threshold measurement was 0.7v, impedance measurement was 980 ohms and the r-waves measured at 6mv. There was no asystole or adverse patient effects noted. At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.